Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: h2, h4, h6, h11 the device was not returned to olympus for inspection and the reported failure "there is no scope image shown when the scope is connected, only the color bars is shown and not detecting the connectivity to the scope" was not confirmed. A root cause could not be identified. Based on the results of the investigation, the most probable cause of the complaint is not established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the video system center had no scope image shown when the scope was connected, only the color bars were shown, and it was not detecting the connectivity to the scope. The issue was found during a maintenance. There were no reports of patient involvement.